Event description:
Philips received a complaint by the customer on the v60 indicating continuous alarms. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit was giving continuous alarms during set up. The customer also informed the rse that the touchscreen did not allow input, there were several error messages on the screen, and that the blower had a rattling noise. The rse then advised the customer that the error messages could possibly be due to the blower not functioning. The rse provided the customer with the parts ID for the blower to order. The customer replaced the blower to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.